Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for 5.5 nav driver - shaft t20 was conducted identifying that lot number mi88788 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 18 aug 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the complaint device 5.5 nav driver - shaft t20 was returned to customer quality (cq) west chester for investigation. The device had its distal end broken and the broken part was not returned along with the device. No other issues were identified on the device. Device defect/failure identified? Yes dimensional inspection: according to 5.5 navigation driver shaft t2 measured dimension: distal end diameter: (conforming document/ specification review: based on the date of manufacture, the current and manufactured version of drawings were reviewed. 5.5 navigation driver shaft t20, (current and manufactured) . Complaint confirmed: yes, the complaint on the driver could be confirmed as the distal tip had broken off. Conclusion: the driver tip was broken when the device was returned, hence the complaint condition can be confirmed. During investigation no manufacturing or design discrepancies were identified. A definitive assignable root cause cannot be determined from the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is a synthes employee the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driver shaft and the ploy driver were received back to the manufacturer broken. This report is for a driver shaft. This is report 1 of 2 for (B)(4).